Manufacturer narrative:
H3 and h6: there was no product malfunction; this is considered a user training issue, as the patient information was available on the device, but the customer was not looking in the correct location. Instructions were provided on where to locate patient information. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete. Assistance was needed to retrieve important information on a patient on the patient information center pic ix rev c. The patient suffered a cardiac arrest and it was felt that the pre-code ECG information may have helped with the post-code treatment plan.

Event description:
The customer reported that there was a delay in providing assistance to them on the philips clinical support line. The patient died in the ICU following a cardiac arrest.